Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer. Technical support provided the customer with instructions to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged and understood.